Manufacturer narrative:
Tracking #: pe:(B)(4). Patient code: (B)(4): reoperation.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a procedure for suburethral sling - uretex, perineoplasty, cystourethroscopy, examination under anesthesia. The pre and post-operative diagnoses as genuine stress incontinence- mixed incontinence with urinary frequency symptoms and narrowed introitus. Five months later - the patient underwent a procedure for an aborted coaptite transurethral injection, suburethral sling - uretex, perineoplasty with vaginal advancement, and cystourethroscopy. The pre and post-operative diagnoses as an recurrent mixed urinary incontinence symptoms, and narrowed introitus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.